Event description:
It was reported a kink and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and two watchman laa closure device and delivery systems were used. A pericardial effusion was noted at baseline around the right atrium (ra) and right ventricle (rv). It was noted that the baseline effusion around the ra had grown slightly after a very difficult transeptal puncture, but the patient was stable. A 33mm watchman laa closure device was deployed, but was proximal. Therefore, a full recapture was performed and effusion was noted to be stable. A 30mm watchman laa closure device was attempted next. The device landed slightly deep and a partial recapture was performed. It was noted that the device was hooked on the appendage wall. During a recapture attempt the access system kinked at the dark-light blue transition and there was a struggle to pull the feet of the device into the access system due to the large kink. A kink was also noted in the delivery system. Proactively, a pericardial drain was put in and 100ccs was drained. The 30mm device was successfully recaptured and the effusion was noted to be stable. Another access system and 30mm closure device were attempted, but the closure device landed canted. The decision was made to fully recapture the device and abort the case. Additional fluid was drained and the patient was transferred to critical care unit stable with the drain in place.